Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was not delivering breaths with audible alarms while connected to the pt. The ventilator also displaying ¿hw fault¿. No pt harm reported.